Manufacturer narrative:
The pib board (sensor) was returned to tosoh instrument service center for investigation. Functional testing confirmed the reported event, the photo-interrupter board exhibited electrical problem. The most probable cause of the reported event was cause traced to component failure.

Event description:
A customer reported error message ¿4123 stc lane home overrun¿ on the aia-2000 analyzer. Technical support specialist (tss) instructed the customer to do a software upload and the customer called back and stated the error persists. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs and reproduced the error by restarting the analyzer. Fse performed a home sensor test for the stc lane x-axis home detection sensor and found it was not toggling when activated. Fse replaced the stc lane x-axis home detection sensor. Fse also set the temperature, performed a temperature test, and was within specifications. Fse repaired and validated the analyzer by successfully performing daily check, and ran quality control without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6) 2021 through aware date (B)(6) 2022. There were no similar complaints identified during the search period. Aia-2000 operator's manual on the appendix 4: error messages: (4123) stc lane home overrun. Cause: the home sensor activated improperly following movement of the stc lane. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to the faulty sensor (pib board).